Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed an error that the geometry was not starting. A review of the system log file showed that it had multiple errors, with samd spc10 was being a possible fault. As a part of troubleshooting process, fse found that there was a lot of data traffic on the hospital network that impacted the functionality of the system. To resolve the issue fse installed a new network firewall on the system. After which, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.

Event description:
It was reported to philips that the azurion device would intermittently disallow geometry. Movements were be unavailable and the device displayed the error "geometry starting, do not change sid". The system was in clinical use. No user or patient harm has been reported.